Manufacturer narrative:
Block b3: exact date unknown, event occurred six years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6). Batch/lot number: 19771556 model/catalog description : coveredge 32 surgical lead kit 70 cm unique identifier: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. It was mentioned that the device was initially implanted in the wrong place. No other information could be obtained.